Event description:
It was reported that implant detect for the device was still on since implant and no diagnostics. It was also reported that the patient was short winded and shortness of breath with exertion, although it was not determined if the patient symptoms are in relation to the device. It was further reported that implant detection was turned off and the device was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.